Event description:
Customer reported via phone call that the insulin pump has a crack on the screen. Customer is not aware of how the damage occurred. Customer stated that the insulin pump was taken off to take a shower and that is when the damage was noticed. Blood glucose value was 115 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. It was unable to perform the displacement test due to missing segments. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.